Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure to power on/off by itself. Physio determined the cause of the problem to be loose internal connections. Physio reseated the connections and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would intermittently power on/off by itself. There was no pt involvement associated with the event.